Event description:
The physician intended to use a 2.75 x 12 mm integrity rapid exchange (rx) coronary stent to treat a lesion in the mid lad. Negative preparation was not performed on the device prior to use. Resistance was encountered in the wire lumen while advancing the guidewire. The integrity stent was successfully deployed. The balloon of the device was rapidly inflated to 14 atm for approximately 4 seconds. It was reported that the balloon of the device was perforated and caused an air embolism to develop. This was treated with medication and post-dilation of the vessel with a non-compliant balloon. The device had been inspected prior to use. Patient is ok and no other clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. Crimp impressions were evident along the partially inflated balloon. Negative purge confirmed the presence of a leak in the device. Visual inspection confirmed the presence of a hole on the inner lumen proximal to the proximal inner shaft marker. The hole was protruding outwards in a distal to proximal direction.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (negative purge was not performed on the device prior to use as per IFU recommendations). (It appears most likely that the damage to the inner lumen occurred during attempts to load the wire).